Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia. The customer reported that she had high blood glucose levels of 33.3 mmol/l at the time of incident. Troubleshooting was performed. The customer reported that the they have two occurrences where the blood glucose level was 16.8 mmol/l. Troubleshooting was performed. The customer reported that the alarm was resolved by changing the infusion set and the reservoir. The customer was treated for high blood glucose levels via manual injections. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Evaluated one seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per : reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.